Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: russian fed. The needle is detached from the thread.

Manufacturer narrative:
Samples received: 22 unopened units. Analysis and results: there are no previous complaints of this code batch. We manufactured (B)(4) units of this code batch. There are no units in our stock. We have received 22 closed samples for analysis. We have tested the needle attachment of all samples received and the results fulfil the requirements of the (B)(6) pharmacopoeia (ep): 4.68 kgf in average and 1.98 kgf in minimum (ep requirements: 2.50 kgf in average and 1.25 kgf in minimum) final conclusion: although the results of the samples received fulfil the specifications of (B)(6) pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.